Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and a minimum fill notification occurred during the load process. Reportedly, the cartridge was filled with 310 units of insulin. The customer's blood glucose level was 122 mg/dl. Reportedly, the customer loaded a new cartridge successfully.